Manufacturer narrative:
Filing correction report to update field h6 patient codes. Removed code 1045. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted a few weeks ago. Review of the presenting electrogram (egm) revealed undersensing in which the egm has a flat line and no sense markers. R-waves were noted to be really small. Additionally, smart pass was disabled. Technical services recommended performing x-rays. Lateral x-rays were performed and confirmed the electrode migrated towards the pocket. This s-ICD was programmed off until further action is taken. At this time, this s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode were implanted a few weeks ago. Review of the presenting electrogram (egm) revealed undersensing in which the egm has a flat line and no sense markers. R-waves were noted to be really small. Additionally, smart pass was disabled. Technical services recommended performing x-rays. Lateral x-rays were performed and confirmed the electrode migrated towards the pocket. This s-ICD was programmed off until further action is taken. At this time, this s-ICD remains in service. No adverse patient effects were reported.